Manufacturer narrative:
Section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: feb 21, 2023. Section h3: evaluated by manufacturer: yes. Device evaluation: partial return. No iol was received as part of this return. Visual inspection under magnification of the handpiece revealed that it was received with the plunger rod fully advanced. The cartridge tip had excessive stress marks. The handpiece was disassembled, and the assembly was inspected, no issues that could cause or contribute to the complaint issue could be identified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
It was reported that the lens was damaged. The event was noticed prior to patient contact. In the surgeon¿s opinion the product caused or contribute to the event. Reportedly, the event occurred during preloading. Likely meant during preparation. As this a preloaded device, follow-up was done to get clarification on the reported issue, but the customer did not respond with clarification. Reportedly, there was no capsule tear, no unplanned vitrectomy or sutures. No medication outside the standard of care was required. The procedure was completed using a non-preloaded jnj lens, iol model zcb00 15.5 diopter. No further information was provided.

Manufacturer narrative:
If implanted, give date: not applicable as the iol was inserted and removed within the same procedure. If explanted, give date: not applicable as the iol was inserted and removed within the same procedure. Device evaluation: product testing could not be performed as the product was not returned. The reported event could not be verified, and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that two other complaints were received for this production order. Complaints are not related. Conclusion: based on the investigation, no product deficiency was identified. Attempts have been made to obtain the missing information. However, to date it has not been received. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.